Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation on pacing. The ra lead exhibited no atrial sensing, phrenic nerve stimulation upon pacing and dislodgement. The ra lead was reprogrammed off, revised and remains in use. The rv lead relaxed and exhibited dislodgement. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.